Event description:
It was reported that during a coronary stent procedure the balloon ruptured during deployment and a dissection occurred. The dissection was repaired in surgery and the pt status is listed as "okay".